Event description:
It was reported by a customer complaint that the patient had been hospitalized due to a diabetic ketoacidosis. It was reported that the patient struggled with ketones and labile blood glucose levels form 2005 until patient was admitted to the hospital 4 days later in dka. The reporter stated while in the hospital the insulin infusion pump with blood glucose monitor was reading about 350 and the hospital meter was reading about 450. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this had not yet been returned.